Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The polaris spectra system control unit (scu) to positioning sensor unit (psu) cable was returned to the manufacturer for analysis. The cable passed a continuity test with no opens or shorts detected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The medtronic representative confirmed that the the cycling issue stopped after replacing the cable from the scu to I/o hub. They put the old camera back on as well and there were no issues. System fully functional.

Manufacturer narrative:
The universal serial bus (usb) communication cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect io hub was returned to the manufacturer for analysis. The hub was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the camera cable for the navigation system was replaced. The representative reported that the polaris spectra system control unit (scu) was replaced on the navigation system but functionality was not restored. It was reported that the camera would intermittently cycle. The representative reported updated the ndi did not restore functionality. Following this, the representative disconnected and reconnected all communication cables within the navigation system and the functionality was restored. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. It was later reported that the reported issue occurred later on at the site. The representative went to the site and tested the equipment. The io hub on the navigation system was replaced without resolution. The scu to positioning sensor unit (psu) cable was then bypassed on the system and the issue was resolved. The suspect cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The scu and io hub have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the camera of the navigation system cycled. It was reported that the representative confirmed that no errors occurred in the ndi logs, that all internal cable connections were secure and that the external cables were secure. It was reported that the issue repeated when in the ndi toolbox configuration. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.